Event description:
A hospital reported that the valve assembly of their rd900aeu neopuff infant resuscitator was broken. No pt consequence was reported.

Manufacturer narrative:
We are still in the process of obtaining additional info from the hospital. A follow up report will be provided.